Event description:
Description: I burned my eye with clear care contact cleaning solution this morning. I had just gotten up to get ready for work but was still feeling very tired. I took out one of my contact lenses from the case and place it on my palm for rinsing. I reached for the clear case bottle mistaking it for my other contact solutions and began rinsing my contact. I then place the contact lens on my left eye and immediately felt the intense burn. I struggled to get the contact lens out of my eye because my eyelid had tightly shut close. I managed to get the contact lens out only after multiple tries. I then proceeded to rinse my eye with tap water to stop the pain. I feel that if the bottle did not closely resemble the other contact lens solution it would have reminded me that this is not a saline solution for contact lens. A regular hydrogen peroxide is in a brown bottle with a big opening. I don't think I would mistakenly grap this bottle to put in my contact lens and then to my eye. Outcome: temporary harm/injury. Patient counseling provided: unknown. Reporter's recommendations: change the outlook of the container/bottle (shape, color and spout) to not closely resemble the other contact lens solutions. (B)(4).